Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 266 mg/dl, 352 mg/dl, and 91 mg/dl, while using the suspect device. At the time the results were obtained, patient was reportedly feeling like blood glucose was low. Patient was given canned peaches after which he reportedly felt better. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.